Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No anomaly alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose of the patient is 243 mg/dl. Customer stated the other blood glucose value was 122 mg/dl, 319 mg/dl. The customer experienced symptoms such as hot and pain in stomach. Customer treated with insulin pump and manual injection. The customer stated that the drive support cap appears was normal. Customer reported they does not allege pump was under delivering. Customer stated that they using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The insulin pump will be returned for analysis.